Manufacturer narrative:
(B)(4)

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the proximal circumflex. The lesion is reported to have moderate tortuosity, severe calcification and 90% stenosis. No anatomical abnormalities were reported. No damage was noted to the device packaging and no issues were noted when removing the device from the hoop. The device was inspected and negative prep was performed prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through any previously deployed stent. Resistance was encountered when advancing the device however no excessive force was used. The resolute stent was unable to cross the lesion and stent dislodgement occurred following failed delivery. The stent was successfully removed using a snare. The stent dislodgement was attributed to the presence of significant calcium. Surgery was completed successfully. No injury is reported to have occurred to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.